Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient thought their lead moved. The patient clarified that they weren't feeling stimulation in one side like they used to and were experiencing a sharp pain. When asked if the patient fell or experienced any recent trauma they reported that about two weeks ago they were taking down christmas lights up and down a ladder and their implant was located in their neck/shoulders. The patient was advised to follow up with their healthcare provider regarding this issue. No further complications reported.